Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer obtained the error message after missing a low glucose alarm while using the adc freestyle libre 2 sensor. As a result, on (B)(6) 2021, the customer was unable to talk, was incoherent, covered in sweat, and was unable to treat themselves. Paramedics were called and provided the customer with intravenous glucose for the treatment of hypoglycemia. No further information was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is properly seated and no physical damage was observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. Sim vivo testing (simulation of the electrical signal produced by the sensor tail) was performed and all results were within specification. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer obtained the error message after missing a low glucose alarm while using the adc freestyle libre 2 sensor. As a result, on (B)(6) 2021, the customer was unable to talk, was incoherent, covered in sweat, and was unable to treat themselves. Paramedics were called and provided the customer with intravenous glucose for the treatment of hypoglycemia. No further information was reported. There was no report of death or permanent injury associated with this event.

Event description:
A customer obtained the error message after missing a low glucose alarm while using the adc freestyle libre 2 sensor. As a result, on (B)(6) 2021, the customer was unable to talk, was incoherent, covered in sweat, and was unable to treat themselves. Paramedics were called and provided the customer with intravenous glucose for the treatment of hypoglycemia. No further information was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor 3mh009aapad has been returned and investigated. The sensor plug is properly seated and no physical damage was observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. Activated sensor with known good reader and linearity test was performed. Low glucose alarm was successfully activated. No malfunction or product deficiency was identified. Reader mcga318-j1938 has been returned and investigated. Visual inspection was performed on the returned reader; no issues were observed. The isf (interstitial fluid) log was downloaded using approved software. An analysis of data was performed, and all alarms presented were for glucose values below the threshold range. Therefore, this issue is not confirmed. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.